Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl. The customer indicated that the cannula was bent and wanted the cannulas replaced. Customer also indicated that their doctor has been contacted. Customer declined to troubleshoot for the high blood glucose and no further details were given.